Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead was not implanted due to an high out-of-range pacing impedance issue (greater than 2000 ohms). The boston scientific local representative was not present during the procedure but did confirm the clinical observation following a discussion with the physician. According to the physician, abnormal rv pacing impedance measurements were recorded despite replacement of the pacing cables and retesting on both the right atrial (ra) and right ventricular (rv) channels of the pacing system analyzer (psa). The rv defibrillation lead was temporarily connected to the competitor device and no issues were encountered. The rv lead was removed and a replacement rv lead was connected to the competitor device and no issues were encountered. The rv lead was received at boston scientific's return products department.

Manufacturer narrative:
Visual inspection found that the rv lead was returned with a stylet inserted into the lead and was very curved a the distal end. The lead was put through and passed insulation integrity and electrical continuity testing (during lead manipulation). Additionally, the lead passed stylet and pressure testing. Extensive testing with a guidant model#3105 pacing system analyzer found that no evidence of an anomaly and the lead itself did not contribute to the clinical observation of high impedance.